Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged resulting in perforation and cardiac tamponade as confirmed by an x-ray. A revision procedure was performed, and this rv lead was successfully repositioned, with stable measurements observed. This lead remains implanted and in service. No additional adverse patient effects were reported.